Manufacturer narrative:
Product event summary: the data files and mapping catheter 990063-020 with lot number 209532057, were returned and analyzed. The data files did not show any system notices for the date of the procedure. Visual inspection of the mapping catheter showed the tip/loop section was damaged; the damaged tip/loop section was caused by the entrapment of the catheter inside the blood vessel and the maneuvering to retract it. In conclusion, the reported issue of partially/incomplete fracture has been confirmed through testing and the product failed the returned product inspection due to the damaged section.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure when removing the mapping catheter from the blood vessel, resistance was felt. The physician pushed and pulled to remove the catheter which was felt to be stuck in the vessel for a while. The catheter was gradually removed and damaged the balloon catheter upon removal. Once removed the mapping catheter was observed to have a partially fractured tip. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.